Manufacturer narrative:
Concomitant medical product: 1388tc-52 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on initial interrogation, the right atrial (ra) lead was observed with continuous undersensing, which was unable to be corrected with unipolar configuration. Also, far field r-wave (ffrw) oversensing was occurring just before the intrinsic qrs wave, therefore, the device could not auto-program around the event to prevent oversensing. Sensitivity programming was performed. The lead remains in use. No patient complications have been reported as a result of this event.